Manufacturer narrative:
Unit was received with critical pump error open book and pump error 35 noted in alarm history due to moisture damage noted on force sensor. Unable to perform displacement, rewind, seating, and basic occlusion due to critical pump error. Unit was received cracked reservoir tube lip and scratched case. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed critical pump error. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.